Event description:
It was reported the device was used during an unknown procedure, the device was not closing completely. No patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Additional lot # y44r8n, additional batch # =y93v1g, y93w6x.